Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the left side of the imaging system was out of calibration for accuracy as the values were outside of tolerance. Following calibration of the trackers, precision was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, an imprecision of a couple of millimeters was observed on navigated image acquisitions. It was noted that they were to the right in the trajectory 1 view of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.